Event description:
Edwards received information that a 25mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure due to severe aortic stenosis and mild aortic regurgitation secondary to structural valve deterioration after an implant duration of unknown period. The patient presented with dyspnea on exertion and syncope (nyha class iii). A tavr procedure was performed with a 26mm sapien3 transcatheter valve. The 3300tfx valve was originally implanted for aortic valve replacement with a concomitant maze surgery. The patient status was reported as 'recovering'.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: (investigation findings, and investigation conclusions). The device history record (DHR) could not be reviewed, as the device serial number was not provided. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.